Event description:
It was reported that the patient presented in clinic for implant procedure. The right atrial lead repeatedly dislodged due to a bent lead tip. The ra lead was exchanged for a new one which was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and bent lead tip. A complete lead was returned in one piece with the helix bent and clogged with blood. X-ray examination found a bent lead tip consistent with procedural damage. Visual and x-ray inspections found no other anomalies.